Manufacturer narrative:
Correction information was provided in h.6 and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned inside a case that the mylar had been removed. Solution was dried on the lens. The optic was cut into multiple portions. The optic has rows of cracked damage on the anterior and posterior surfaces in the shape of an instrument used to grasp the lens. A large portion of the optic edge was broken, and not returned. One optic portion was scratched near the center and near the optic edge. A cracked area was observed on the posterior between center and optic edge. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into pieces with additional optic damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The 19.5 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal 21.5 diopter lens. This information that the extended depth of focus 19.5 diopter lens was removed and replaced with a monofocal lens that was two diopters higher in power may suggest that the replacement lens model type and diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient vision was blurry and in surgeons prognosis it was non-adaptation to a multi-focal iol, mechanical complication. The lens was exchanged for another lens model 03 months 21 days following the initial procedure. There was no patient harm and the patient issues were resolved. Additional information has been requested.